Event description:
It was reported that the pressure sensors and rate test failed during the incoming device inspection. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of the pump module failing the pressure sensor and rate test could not be confirmed, and no device was returned for investigation. No device was returned for this investigation; therefore, an external and internal inspection could not be performed. No suspect logs were attached for this investigation. There was no device returned for investigation; therefore, log analysis could not be performed. No suspect device was returned for this investigation; therefore, testing could not be performed. Per bd alaris system maintenance manual v12.5, check-in tasks required to check any module received into the facility from bd as new devices or from the bd service depot after repair. Run check-in on a newly received module to confirm that it was not damaged during transport and is ready to use. The system maintenance software guides you through check-in. The final task in the check-in task group allows you to set a preventive maintenance (pm) reminder date to remind the user when preventive maintenance is due. Check-in is intended to be used only when the bd alaris¿ system device is received from bd as a new device or returned from the bd service depot. If you perform a calibration task or an accuracy verification task that fails, the connected syringe module cannot be used to perform any infusion until all accuracy verification tasks have passed in either the preventive maintenance or check-in task group. This is true whether you run the tasks individually or as a group. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report regarding pump modules failing the pressure sensor and rate test could not be confirmed during the investigation, as no device was returned for testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pressure sensors and rate test failed during the incoming device inspection. There was no information on patient involvement.